Event description:
In 2004 pt's ultra was giving results in mmol/l rather than mg/dl. Pt had been treated with food and beverage. In mid afternoon in 2004 pt began crying. Although pt has symptoms of combativeness and crying when their blood glucose is elevated, and similar symptoms when it is low, pt also presents with these symptoms due to their other medical problems. Tested the pt on the ultra obtaining "13". Due to the result and their symptom family member attempted unsuccessfully to give them apple juice, which pt does not like. The reporter was called and suggested they give them ice cream "although it is not ideal due to its fat content." Since the pt was alert with a result of 13 mg/dl, family member was surprised. Another test was "14." Thirty minutes later family member arrived with cranberry juice that pt drank. Tested them again obtaining "14.9." The reporter, non-diabetic, then tested family member and realized the meter was set to mmol/l. Hence, the results in mg/dl were 234 (13 mmol/l); 252 (14); 268 (14.9) and the reporter's 88 (4.9). At 3 p.m. Family member took them home where family member did not give their usual pre-dinner snacks due to the extra food earlier. Before dinner their result on the meter used at home was 352 mg/dl. Family member gave them 7 units of insulin, type not shared.